Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The clevis pieces were broken and parts of them were missing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no component related failures; therefore, a device history record will not be performed. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use due to applying excessive stress over the clevis. The plastic clevis was broken from the pin hole; which is consistent with the use of excessive force during the procedure, thus causing the unit clevis to break and the distal end of the handle to partially split open. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic nephrectomy, the tip of the device could not be expanded properly even though the handle was rotated. Then a black part was noted to be missing. The missing part was retrieved from the abdominal cavity. The procedure was completed with another device. The surgical time was not extended. The status of the patient is with no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. No bleeding occurred.